Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 08:34:49. During night drain cycle three, the patient's ultrafiltration reading was 483ml, indicating the home patient drained 483ml more than their maximum programmed fill volume of 800ml. No further information is available. "

Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. There was no non-conforming product found during sample analysis that was related to this issue. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.